Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged a 1-2mm inaccuracy superior. The patient was successfully registered using tracer and accuracy was verified, however, the surgeon deemed being inaccurate after navigating deeper into the sinuses. The patient was re-registered using tracer which did not resolve the issue. In trouble-shooting, a medtronic representative noted that the head frame on the 3d model was placed higher on the forehead than normal. The site re-adjusted the head frame in the software to accurately reflect where it was placed on the patient's forehead. The patient was re-registered using tracer and navigation confirmed to be accurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, followed-up at the site, and noted that the surgeon had traced under the eyes. Performed a system check-out using resin head. No further issues have been reported.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. System has been used successfully in many surgeries since the reported event. Unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. It is suspect that poor tracer technique may have caused initial inaccuracy.

Manufacturer narrative:
A medtronic representative went to the site for preliminary testing of the equipment. The hardware and instruments passed the system checkout. The software did not pass the system checkout. The software displayed an inaccuracy of 3-4mm inferior to the right when viewing in axial plane with multiple instruments. The software investigation into the cause is in progress.